Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery with mild calcification. A 5x60mm supera self-expanding stent system was advanced toward the target lesion and an attempt was made to deploy the stent. However, the stent could not be seen. Imaging confirmed that the stent was not in the patient anatomy. A search was performed outside the anatomy and stent was not found. It was suspected that the stent was never on the device to begin with. An absolute stent was used to treat the lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis, which identified the device had been used, with the stent not present on the delivery system. A review of the lot history record revealed no manufacturing nonconformities associated with this lot. Further, a review of the complaint handling database found no similar incidents from this lot. Abbott conducted root cause analysis and found the occurrence to be potentially related to a manufacturing issue. Further assessment of this issue per site operating procedures was performed. It was determined that this is an isolated incident and not a lot specific or systemic issue and does not affect inventory or distributed product. The performance of these devices will continue to be monitored.